Manufacturer narrative:
Approximate age of device- 11 years, 2 months. Additional information. Manufacturer's investigation conclusion: the report of broken pins on the metal controller connector of the driveline was confirmed based on an onsite evaluation by the technical services representative. Information provided by the technical services representative indicated that the replaced driveline segment from the demo pump will not be returned for analysis. The demo pump remains at the hospital and is not available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved. UDI was not provided. Information will be submitted in a follow-up report. Approximate age of device ¿ the age is calculated from the manufacture date to the event date. Information will be submitted in a follow-up report no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the demonstration pump had broken pins on the driveline connector. An external percutaneous lead repair performed on (B)(6) 2019.